Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) failure (event) observed during analysis. Final analysis found that the helix could be extended and retracted within six turns. Medical adhesive found on the helix may have contributed to the reported inability to extend the helix.